Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). At 3:54 pm, the result was 4.5 inr. At 3:58 pm, the result was 3.4 inr. The customer did not remember if he used the same finger or different fingers for the testing. The customer had no signs of a high inr at the time of the event. He reported the lower result to the doctor who advised him to lower his warfarin dose. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer had been eating more than usual, drinking more wine, has gained weight, and been on vacation. No changes in other medications, no concerns with hematocrit levels, no lupus or antiphospholipid antibodies, no other blood thinners except warfarin, and no direct thrombin inhibitors. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. The maximum difference between measurements was 0%. The customer does not remember if he used the same finger or different fingers when obtained the back to back results. According to product labeling not using different fingers can cause a result discrepancy.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.